Manufacturer narrative:
Continuation of d10: product ID: 3877-45, lot#: (B)(6) serial#, implanted: on (B)(6) 2013, product type: lead, product ID: 3877-45, lot#: (B)(6) serial#, implanted: on (B)(6) 2011, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3877-45, serial/lot#: (B)(6), ubd: 21-may-2017, UDI#: (B)(4), product ID: 3877-45, serial/lot#: (B)(6), ubd: 25-jan-2015, UDI#: (B)(4), g2: the country of origin is switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the patient's annual check-up, the patient complained that they no longer felt the stimulation and that their pain returned. The patient had two leads, one subcutaneous (0-7) lead inserted in 2011 and one epidural lead inserted in 2013. The subcutaneous lead migrated after radiology and the patient did not feel the stimulation in the correct area. The epidural lead placed in the thoracic region had a "non-standard pin while the others are low," and the patient no longer felt any stimulation even when the intensity was increased to 22 ma. Contacts 2, 5, 7, and 11 had high impedance. Several programs were tried in standing and sitting positions with impedance control, and different variations in pulse width and frequency were attempted, but there was no success; there was no stimulation response even when excluding the non-standard plot. Tech services inquired if any event occurred at the time the patient reported the loss of stimulation, and the representative noted that the patient had treatment for cancer. The patient was to return on (B)(6) 2025 to decide the next steps (lead revision or ablation). The issue was not resolved.

Event description:
Additional information was received from a manufacturer representative. It was reported that the surgery occurred on (B)(6) 2025, and the patient had the leads and ins explanted. The customer discarded the explanted devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3877-45 lot# 0207101043 implanted: (B)(6) 2013 product type lead product ID 3877-45 lot# 0204681929 implanted: (B)(6) 2011 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was clarified that when it was reported there was a "non-standard pin" this meant that there was high impedance. The cause of the high impedance issue was not determined. The healthcare provider decided to remove the entire system (subcutaneous and epidural electrodes and ins) in december because the patient said they no longer wanted the ins. They were to be reviewed in january to reassess the evolution of their pain.